Manufacturer narrative:
Concomitant medical products: etlw1620c93 stent graft, implanted: (B)(6) 2017; etlw1620c124e stent graft, implanted: (B)(6) 2017; esbf2514c103e stent graft, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular lead was noted to have high threshold and the lead was noted to be dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.